Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4). Cross reference complaint ID: (B)(4).

Event description:
It has been reported, all 3 scopes were used in the same case. The first 2 didn't take the fiber through the instrument channel and the 3rd malfunctioned electronically and the image started showing interference, discolored to greens and purples, and then ultimately went away completely. No death or (unanticipated) serious deterioration in state of health reported. Cross reference MDR: 1221826-2026-00830 1221826-2026-00831.

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).